Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.